Event description:
Revision surgery due to poly disassociation from initial surgery in (B)(6) 2023. The patient stretched back his/her arm and planted it then heard a pop and experienced pain. The surgeon confirmed the poly had disassociated from the stem.

Manufacturer narrative:
The devices was implanted for approximately 16 months. The surgeon noted the patient was reaching back and planted his arm then heard a pop and felt pain, the patient then went into the dr. (B)(6). Within weeks, the surgeon conducted the revision surgery. During surgery it was confirmed that the poly did disassociate from the stem. Tim noted that during the initial surgery, the surgeon used a sc poly (32 +4), assembled on the back table, and checked thoroughly for fit (by confirming a tight fit by attempting to twist/pull on poly) as he habitually does. The surgeon confirmed there were no complications or signs that the patient was noncompliant with recovery instructions during the recovery period. During the revision surgery, dr. (B)(6) added a humeral spacer +8 mm and a ring lock sc poly insert.